Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 09/19/2016. Retain and return product was tested and the customer complaint was not confirmed. Investigation: the device history record (DHR) for this lot was reviewed. The lot passed finished goods (fg) release criteria. (B)(4) retained cartridges from the lot were tested using whole blood (wb), I-stat level 2 control (l2) and tricontrol level 2 control (tri l2). Testing met the acceptance criteria found in q04.01.003 rev. Y, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat.

Event description:
On (B)(4) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a female patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. I-stat: (B)(6) 2016 at 11:47am in ed lab location: glu 79, bun 9, crea 0.6, na 116, k 3.6, cl >140, tco2 30, an gap <>, ica 0.89, hct 32%, hb 10.9; lab results at 1:13am on (B)(6) 2016, for comparison: glu 71, bun 12, crea 0.51, na 138, k 4.4, cl 99, tco2 24, an gap <>, ica 0.89, hct 32%, hgb 10.9; at the time of the event, there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).